Event description:
It was reported that during an arthroscopy procedure, the bioraptor knotless suture anchor fractured; the device was removed with the help of tweezers and the procedure was successfully completed using a smith and nephew back-up device on the originally drilled bone hole, with a surgical delay of less than 30 minutes, no void was left in the patient, the patient's health condition is fine and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H2: corrected information in h6 (medical device problem code, type of investigation & investigation findings). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. A partial anchor body is on the insertion device and has broken off below the eyelet. The anchor plug is still on the insertion device with no defect. No sutures were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation was performed and found the insertion device with the anchor attached. The anchor is bent and broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified, and a material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the insertion device with the anchor attached. The anchor is bent and broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified, and a material certificate of analysis (coa) is required for raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.